Event description:
On (B)(6) 2007 - pt. Presents for surgery with l3-4, l4-5 herniated disc and l3-4, l4-5 degenerative disc. Procedure was for l3, 4, 5 posterolateral arthrodesis with bilateral pedicle screw instrumentation l3, 4, 5 and interbody arthrodesis at l3-4 and l4-5 with endius peek cages and bmp, l3-4 and l4-5 microdiscectomy with bilateral l3 hemilaminectomy and bilateral l4 hemilaminectomy and foraminotomy, and on-q painbuster bilateral submuscular catheter placement with pain reservoir insertion bilaterally. Actifuse soaked in autologous blood placed posterolaterally and inteftransversely at l3, 4, and 5. On (B)(6) 2007 - pt. Presents with complaints of severe left leg pain 5 weeks post-op. On (B)(6) 2007 - CT shows 'endplate irregularities erosions at l4-5 consistent with given history of discitis osteomyelitis.' On (B)(6) 2007 - pt. Presented for surgery with aspergillosis infection. Procedure was to remove posterior hardware bilaterally at l3, l4, and l5, posterior I and of lumbar spine, anterior discectomy at l4-5, removal of l4-5 cage, I and d of disc space anterior to l4-5, alif with titanium cage at l4-5, and I and d of l3-4 disc space. Operative report notes that 'during the procedure there was significant bone formation within the muscles. This did not appear to be fused in the lumbar spine, but rather, appeared to be a reaction likely due to the bone morphogenetic protein which had been placed posteriorly in the patient's back. All of the calcified muscle and what appeared to be dystrophic bone was dorsally in the midline, none of those out laterally over the transverse processes. This was cleaned out with leksell rongeurs.' Purulent material was encountered at the l4-5 disc space. 'Paraspinous tissue over the l5 region appeared abnormal with thick inflammatory tissue. This extended superiorly along the aspect of the l4 body for about half its length. The l3-4 disk space did not appear abnormal in the paraspinous tissues. No active infection was noted at the l3-4 disc level. On (B)(6) 2007 - specimens of the l4-5 implant and l3-4 disc were sent to pathology were fungal hyphae was identified. On (B)(6) 2007 - lumbar CT shows 'stable soft tissue inflammatory changes are again demonstrated in the soft tissues anterior to the spine, beginning just anterior to the aortic bifurcation and extending inferiorly, consistent with patient's history of infection.' On (B)(6) 2007- lumbosacral x-ray shows 'heterotopic ossification within soft tissues posterior to the lumbar spine.' On (B)(6) 2007 - x-ray notes 'irregular ossification in the soft tissues posterior to l3 and 4 is probably bone graft.' 'Narrowing and spurring are present at thel5-s1 facet joints and disc space.' On (B)(6) 2008 - 'pt was seen for increase low back pain with radicular symptoms to bilateral lower extremities, cold chills, weakness, and fatigue.' 'Pt was advised that CT of l-spine and all her labs does not suggest infection. The possibilities of her increase low back pain and radiculopathy could be due to the increase stress she is experiencing at work. Dr. Townes also evaluated pt and does not think she has a new infection.' On (B)(6) 2008 - CT shows 'heterotopic bone posterior to the l3-4 levels is unchanged.' There is infiltration of the soft tissues just posterior to the l3 through l5 levels. These changes likely reflect formation of granulation tissue. There is no fluid collection to suggest abscess.' On (B)(6) 2008 - notes state the pt. Reported 'she slipped in her garage several days ago and has since had increasing back pain.' On (B)(6) 2008 - pt presents today regarding low backpain radiating to bilateral lower extremity that started after a fall about 3-4 weeks ago. Pt is about 4.5 months s/p l4-5 alif. Pt states she has been doing well with pain controlled post op up until her fall. Since her fall she experience lbp radiating to bilateral thighs when sitting and a pinching sensation when standing or walking in her buttocks. Pt states her left foot continues to be warmer than her right foot. On (B)(6) 2008 - x-ray notes 'calcifications in the posterior paraspinal soft tissues are redemonstrated.' On (B)(6) 2008 - 'pt presents today for follow up regarding low back pain radiating to bilateral lower extremity that started after a fall. On (B)(6) 2008 - x-ray notes 'posterior soft tissue calcifications are again noted.' On (B)(6) 2008 - pt. Presents with 'acute flare of chronic back pain related to lumbar disc disease.' On (B)(6) 2008 - pt. Presents with continued back pain and hair loss. On (B)(6) 2008 - lumbar MRI shows 'there slight loss of the normal lumbar lordosis. No areas of abnormal enhancement are appreciated. There is no narrowing of the central canal and the "neuroforamina" appear patent throughout.' On (B)(6) 2008 - pt. Presents for brbpr. On (B)(6) 2008 - pt. Presents with continued low back pain. On (B)(6) 2009 - pt. Presents with chronic back pain. On (B)(6) 2009 - pt. Presents with increasing left leg weakness. On (B)(6) 2009 - MRI shows 'anterior fusion at l3-4 and l4-5. No evidence of abnormal fluid collection, or significant canal or foraminal stenosis. No focal disc herniation. Small amount of enhancement in the left l4-5 lateral recess.' On (B)(6) 2009 - pt. Presents with chronic back pain. On (B)(6) 2009 - pt. Presents with pain in the lateral lower left leg. On (B)(6) 2009 - x-ray shows 'there is decreased posterior soft tissue calcification.' On (B)(6) 2009 - pt. Presents with chronic back pain. On (B)(6) 2009 - pt. Presents with pain radiating from her back down her legs. Pt. Complains of decreased sensation at the back of both legs. On (B)(6) 2009 - MRI shows 'no change from (B)(6) 2009 with widely patent spinal canal and neural foramen.' 'No evidence of recurrent infection per MRI.' On (B)(6) 2010 - pt presents with worsening pain symptoms. Pt reports new onset of pain between the shoulder blades. 'Fingers feel weak numbness down arms.' Lumbar MRI shows 'no change from (B)(6) 2009 with widely patent spinal canal and neural foramen.' X-ray shows 'stable appearance of interbody fusion at l3-4 and l4-5 and unchanged appearance of moderate l3 through s1 facet arthrosis and mild lumbar dextroscoliosis.' On (B)(6) 2010 - pt presents with numbness on right side of face, right arm, right leg. Slight pain around elbow. On (B)(6) 2010 - pt presents with bilateral leg pain and new onset of episodes of right sided weakness and numbness. 'She describes her scalp and face and arms and legs as being subjectively numb.' On (B)(6) 2010 - MRI cervical spine shows 'degenerative changes at c4-5 and c5-6.' On (B)(6) 2010 - pt presents with complaints of right sided flank/back pain. Negative ultrasound of the abdomen. Negative CT of the abdomen/pelvis. On (B)(6) 2010 - pt presents with persisting right upper quadrant pain. On (B)(6) 2010 - hida scan showed normal examination. On (B)(6) 2010 - pt presents with low back pain with radiation bilateral le r>l into feet. On (B)(6) 2010 - pt presents with continued low back, buttock, and back of right leg pain. On (B)(6) 2010 - MRI shows 'there is no significant disk bulge, central spinal canal or foraminal stenosis and asymmetric facet arthropathy at l3-l4 and l4-l5, left greater than right.' On (B)(6) 2011 - pt 'presented for a diagnostic nerve root injection to see if the achy pain in the back of her legs may be related to possible scarring around a nerve root. However she eventually decided not to do it as even if we confirm it is a radiculitis, we would not have a cure for her pain in the sense of a procedure or medication that would take her suffering away.' On (B)(6) 2011 - pt presents with constant left foot pain. On (B)(6) 2011 - pt presents for follow up with hand weakness and low back pain. On (B)(6) 2011 - emg shows 'there is electrical evidence of a "sensorypolyneuropathy". There is also evidence of a left mild-moderate chronic l5 radiculopathy and right mild subacute l5 radiculopathy and bilateral mild subacute motor and sensory s1 radiculopathies.' On (B)(6) 2011 - pt. Presents with 'more left leg weakness. She has bilateral sciatica. Also more cramping pain on the front of her legs.' On (B)(6) 2011 - MRI shows 'there is some enhancing scar tissue surrounding the left l5 nerve root within the lateral recess at the level of the superior endplate of l5. Mild disk bulge at l5-s1 only effaces the anterior epidural fat.' The central canal and neural formina are maintained at the all levels of lumbar spine. On (B)(6) 2011 - 'neurological exam shows mild gait ataxia, marked reduced vibration and absent reflexes throughout. She has mild swelling "pretibially" and reduced capillary refill. Emg/ncs demonstrates a sensory and probably motor polyneuropathy.' On (B)(6) 2011 - 'CT myelograms from 2010 and MRI lumbar spine from 08 and 09 do not show any nerve root compression but there is a significant disc bulge at l5-s1. Also multi-level facet hypertrophy and degeneration.' 'At this time she shows symptoms suggesting sciatica. Her l5-s1 pathology could certainly be the source of her sciatica.' On (B)(6) 2011 - pt underwent bilateral l5-s1 transforaminal epidural steroid injection through the s1 foramen. 'Based on today's response and the fact that there was some evidence of contrast blockage at the l5-s1 epidural space, it is quite clear that her l5-s1 epidural space is interfering with her s1 nerve root function.' On (B)(6) 2011 - 'her injection resulted in initial benefit (complete pain relief) but she did not have any longstanding relief from the steroids.' On (B)(6) 2012 - pt presents with persistent leg pain. 'Her emg suggests polyneuropathy vs. Chronic l5 radiculopathy. I do not see any surgical lesion or compression of significance on her spine MRI. Her CT shows solid fusion from her alif. A bone scan shows some activity at l4-5, but this is of unknown significance and cannot be used as an indication for surgery in my opinion. I don't think she will benefit from any more spine surgery. I would have her consider an scs, but (B)(6) has apparently suggested that she never have any implants again given the history of mold in her spine.' On (B)(6) 2012 - pt presents with leg pain. 'I suspect that this is adjacent level symptoms, but I don't think more surgery is a good (B)(6) answer. I will see her back after the MRI and bloodwork to go from there. I don't think bmp was the source of this for her.' On (B)(6) 2012 - x-ray shows 'mild l5-s1 degenerative disk disease and moderate to severe lower lumbar facet arthropathy, little changed since prior exams.'

Event description:
It was reported that the patient underwent a posterior interbody arthrodesis at l3-4 and l4-l5 with a peek cage and rhbmp-2/acs. Postoperatively, it is alleged that patient developed severe leg pain and neuritis for which she received an epidural injection approximately 1 month post-op. After the injection it was reported that the patient subsequently developed an aspergillus infection which required treatment including additional surgery approximately 1 month after the injection to treat a reaction to rhbmp-2/acs and to remove hardware. It is reported that the patient continues to experience severe pain which prevents her from performing many activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.